Event description:
Related manufacturer reference number: 2938836-2019-05947. It was reported that during the implant procedure, high capture threshold was observed on the rv lead. Helix would not extend after it was placed in the patient's body. A new rv lead was used. Also, when ra lead was attempted to be implanted, physician never extended the helix and alleged the lead was broken and not moving correctly. A new ra lead was used. The patient was constantly going from normal sinus to asystole to atach but was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.